Event description:
Male pt underwent a total thyroidectomy and was noted to have symptoms of an airway problem in the immediate postoperative period. The pt was immediately returned to surgery and a piece of hard blue plastic measuring 3/4 inch x 1/2 inch was retrieved from the pt's throat, the item was found to be a part of the glidescope dvl blade, which covers the top of the camera lens. The part did not appear to be broken, but seems to have popped off. The glidescope is an instrument used to facilitate intubation in pts who are otherwise difficult to intubate. This particular glidescope is one of three used by the hospital on average once per day. There were no previously reported problems with the product. This particular glidescope was purchased approx five years ago and is the first of three purchased for use in this facility. The product has been cared for according to the MFR's specs using high level disinfection. Again, we note that the piece that dislodged was part of the product design. It can be snapped back into the space where it used to be, but has never been intentionally removed prior to this incident.

Manufacturer narrative:
Reply to the letter, report # ((B)(4)). Device was never returned to MFR for eval. MFR made several unsuccessful attempts to contact the user health facility: (B)(4) 2012. The expected life of a gvl 4 blade is 3 years from the date of mfg, device in question at the time of event has passed the expected life by 1.59/year. Also, per the user's manual (0900-2101-xx-60), device shall be inspected prior every use, "to ensure pt safety, users should perform a routine inspection of the glidescope video laryngoscope before every use to ensure that all endoscopic components are free of unintended rough surfaces, sharp edges, protrusions, or cracks". Conclusion: as device was not returned to the MFR for eval, MFR can only assume of the possible cause of event: age of device, possible damage of device prior use, cleaning technique and chemical used for disinfection, possible misuse of device by applying too much pressure during procedure. All listed above possibilities could lead to the reported event.